Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss for oral hygiene (route-dental, lot number 3462d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss was tangled and tried to take it out and play with the spool while the spool kept getting jammed. The consumer tried to put it back in and the blade that cut the floss broke off and got separated from the dispenser. The consumer stated that there was nowhere to pull the floss from to start for the next floss. The consumer took the top off completely to get to floss. The consumer stated that it was not the first time it happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss for oral hygiene (route-dental, lot number 3462d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss was tangled and tried to take it out and play with the spool while the spool kept getting jammed. The consumer tried to put it back in and the blade that cut the floss broke off and got separated from the dispenser. The consumer stated that there was nowhere to pull the floss from to start for the next floss. The consumer took the top off completely to get to floss. The consumer stated that it was not the first time it happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the complaint data revealed no adverse trends and no trend involving lot number 3462d. Complaint trends would continue to be monitored. A review of the device history records and history of changes did not indicate that the device failed to meet specifications. The sample was received opened and with missing components (bobbin and core). The only components received were the dispenser and the insert that precluded performing the field sample evaluation. Based on the information available, this device was used as intended for treatment. The complaint categories evaluated for this complaint should be closed with a disposition of undetermined. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.